Event description:
Reporter indicated a pt had a high lead impedance readings at an office visit. The vns was disabled. No trauma or device manipulation was admitted. Vns revision surgery has been scheduled for (B) (6) 2010, but has not been confirmed. Attempt for further info from the reported are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.